Event description:
It was reported that the atrial lead exhibited high thresholds. The insulation was also abraded. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found insulation degradation that was noted adjacent to suture sleeve impression at 24.6 cm from the connector pin.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.